Event description:
I noticed much pain when coughing and then the hernia repair tore out. Now I have a huge lump and need surgery. I have been told that the reason that my teeth are all rapidly failing and crumbling might be due to likely infection of the hernia. Apparently this is a common occurrence.